Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date and how the air/water leaking occurred was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was there any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the universal cord. Also, evaluation found the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked and had a white clouded area, the water removal ability did not meet the standard value due to clogging of the nozzle, the connecting tube was wrinkled, the expected insulation capacity cannot be obtained due to a cut in the heat shrinking tube of the forceps elevator lever, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera colonovideoscope has air/water leaks. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.